Event description:
Additional information was received. It was reported that the catheter issue was found at the spinal segment, so only a revision was performed to implant a new spinal segment. Two days later, it was reported that the pump tube had coiled out in the lumbar area. The pump had been viewed with fluoroscopy and it was noticed as they were going to do a pump dye study. It was noticed after the patient had the pump removed and replaced.

Event description:
It was reported that the catheter had dislodged out of the patient¿s spine, but the anchor was still intact. It was indicated that there had been some type of withdrawal, but there were no additional details. The pump had just been replaced due to normal longevity on (B)(6) 2013. On the day of report, the revision was completed. The existing catheter with drug was clamped, so that only the new portion would be primed. It was noted that the physician did not plan on adjusting the patient¿s daily dose. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).